Manufacturer narrative:
Device evaluation. A visual examination of the returned device found that the stent was partially deployed by 27 mm and that the t-bar connector was detached from the outer sheath. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. The outer sheath was severely kinked and damaged at 138 mm from the proximal end. When an attempt was made to retract the outer sheath by hand a restriction was met and the distal end of the stainless steel shaft pierced through the outer sheath. The shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the inner lumen or the stent other than distal stent wire damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the bsc design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. This root cause is assigned due to the condition of the returned device. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to release the wallstent; however, the system got "stuck" and the sheath detached preventing the stent to be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good and that the biliary duct was decompressed successfully.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Device not returned.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to release the wallstent; however, the system got "stuck" and the sheath detached preventing the stent to be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good and that the biliary duct was decompressed successfully.